Event description:
This is the same case and patient as MFR report # 3005099803-2011-04108. This report pertains to the second of two devices. It was reported to boston scientific corporation that a capio open access suture capturing device was used during an anterior and posterior repair procedure. According to the complainant, while the physician was throwing the suture, the needle of the suture got caught in the cage of the device and would not release. When the device was removed from the patient, the needle detached from the suture and remained inside the cage. It was reported that the problem occurred on the first throw of the capio device and no part of the device or suture was left inside the patient. The physician completed the procedure with another capio device with no complications and the patient's condition at the conclusion of the procedure was reported to be "okay."

Event description:
This is the same case and patient as MFR report # 3005099803-2011-04108. This report pertains to the second of two devices. It was reported to boston scientific corporation that a capio open access suture capturing device was used during an anterior and posterior repair procedure. According to the complainant, while the physician was throwing the suture, the needle of the suture got caught in the cage of the device and would not release. When the device was removed from the patient, the needle detached from the suture and remained inside the cage. It was reported that the problem occurred on the first throw of the capio device and no part of the device or suture was left inside the patient. The physician completed the procedure with another capio device with no complications and the patient's condition at the conclusion of the procedure was reported to be "okay."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned capio device revealed that there was a needle inside the capio cage. Functional testing of the returned capio device showed that while the cage was able to catch the needle, the carrier would not retract.